Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated that the insulin pump numbers was ramping up while trying to deliver a bolus. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported that the insulin pump alarmed failed battery test after the battery has been removed and reinserted. No failed battery test troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.